Event description:
It was reported that during an unknown procedure the surgeon found same staples fell off from the reload but he still used the device on the patient. Incomplete staple line was found after firing and the surgeon used hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.